Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the catheters are leaking. Complaint 2 of 3: per email: I'm emailing as the rn's have found that on multiple occasions we have found the IV catheters have leaked immediately after releasing the tourniquet (causing a big mess). The feature seems to be failing. It happened frequently a few months back but then happened today. The lot # today was 8310640. As it seemed to be random in the past, we didn't track the lot numbers. I save the wrapper from today's event.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the catheters are leaking. Complaint 2 of 3: per email: I'm emailing as the rn's have found that on multiple occasions we have found the IV catheters have leaked immediately after releasing the tourniquet (causing a big mess). The feature seems to be failing. It happened frequently a few months back but then happened today. The lot # today was 8310640. As it seemed to be random in the past, we didn't track the lot numbers I save the wrapper from today's event.